Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that during a case, the doctor noticed the unit was continuously getting stuck.